Manufacturer narrative:
As part of the manufacturing process, a device history record is generated for the lot of product meeting all acceptance criteria prior to release. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issue could not be confirmed, a root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description of the provided by the customer, potential root causes might include improper cleaning of the cannula, crystallization of the medication, or chemical interaction with the syringe barrel wall material. The following control mechanisms are in place to prevent the occurrence and acceptance of contamination in the syringe during the syringe assembly processes: the design of the syringe assembly has been verified to comply with the applicable iso standards. Visual, dimensional and function specifications have been established to ensure the reliability of the syringe function. (B)(4) maintains material verification processes. The resin, hooded needle and barrel i.d. Silicone must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Maintenance requirements are defined for the molding tool to ensure continuing process capability. The rubber tip and barrel i.d. Are coated with silicone during the syringe assembly process to ensure ease of movement of the plunger rod assembly within the syringe barrel. The processes for application of the silicone are validated. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to ensure the correct syringe assembly and prevent damage to the syringe. During manufacturing, associates inspect and test product to ensure product specifications are met. Production associates conduct periodic leak testing to ensure the syringe draws, holds and expels fluid, as designed. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. The syringe is designed as a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states they were drawing up acepromazine injectable with a tb syringe (1cc w/25g x 5/8" needle). When drawing up the ace the contents of the ace became very cloudy. Not knowing if the ace was contaminated or the syringe the customer drew up ace with another tb syringe. This time the ace was clear.